Manufacturer narrative:
Customer name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e315 image error (incompatible scope) occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to liquid ingress in the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy screen. The issue had occurred during inspection for use. There was no report of patient involvement.